Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the implant procedure after the lead was placed in the patient, the physician noted the patient's blood had seeped into the silastic covering of the wire part of the lead. The lead was removed and replaced with another lead. No patient complications have been reported as a result of this event.